Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt an electrical shocking sensation going through her body when stimulation is turned on. The shocking occurred while the patient was sitting or standing, but never while laying down. Adaptive stimulation was programmed and the device was on hd settings. The patient also felt a strong shocking sensation while using a microwave. The shocking sensation when this happened was not as strong. Electrodes 1 and 6 had an impedance of 40 ohms. The rep re-tested and could not reproduce the short impedance and impedances were 600-700 ohms. The patient also had a fall but it was unknown if this happened before or after implant. The shocking started on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was reprogrammed utilizing the contacts that were not affected by the short. The rep attempted to reach the patient to find out if the problem had resolved but has not heard back from the patient.